Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for normal follow-up. Upon interrogation, the insertable cardiac monitor exhibited undersensing resulting in false pause episodes. No intervention was performed and the patient would continued to be monitored.